Event description:
It was reported the patient ¿felt electrical shocks down the right side of the body¿ during the weekend prior to report. It was noted this occurred suddenly and that the patient had been in for a programming adjustment the week prior and was ¿feeling good after¿ the reprogramming. Impedance testing of the patient¿s left lead indicated ¿normal¿ impedances ranging from 1038-2963 ohms for all combinations ¿except those with electrode 3¿ which were noted to have ranged from 21936-22563 ohms. Impedance testing of the patient¿s right lead indicated ¿normal¿ impedances ranging from 1220-2571 ohms for all combinations ¿except for combinations with electrode 7¿ which were noted to have all been >40000 ohms. It was noted the patient¿s settings at the time of testing were ¿2-c+, 4 volts, and 90/160¿ on the left and ¿6-c+, 4 volts, and 90/160¿ on the right lead. The patient¿s therapy impedances were reported as ¿l high 0.466 ma¿ and ¿r 1160 3.487 ma.¿ it was reported that ¿no therapy was delivered down the right side¿ of the patient¿s body. Intraoperative testing revealed blood in the pocket adaptor connection. It was reported that a new pocket adaptor was then tried, but the impedance measurements remained unchanged. Impedances of the brain leads were directly tested and were found to be ¿all normal¿ ranging from 2000-3300 ohms ¿for all combinations¿ and ¿no problem was found.¿ at this time, it was stated the patient¿s extensions and implantable neurostimulator (ins) were replaced. A post-operative impedance check found ¿normal¿ impedances between 2000-3000 ohms. After the replacement procedure it was noted the patient was ¿doing very well¿ and was ¿not quite at baseline yet, but close¿ at the time of report. It was reported that ¿impedances were within range¿ and ¿on the higher side, nothing >40000 ohms.¿ it was reported there was ¿no¿ patient injury. A supplemental report will be filed if additional information is received.

Event description:
The reason for device removal was noted as ¿breakage¿ of the ¿lead/extension.¿

Manufacturer narrative:
Product ID: 64002, serial# unknown, explanted: (B)(6) 2013, product type: adapter. Product ID: 748251, serial# (B)(4), product type: extension. Product ID: 748251, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. Product ID: 64002, serial# unknown, explanted: (B)(6) 2013, product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. Analysis of the first adaptor (s/n unknown) found no anomaly. Analysis of the second adaptor (s/n unknown) found no anomaly. Analysis of the first extension (s/n (B)(4)) found the stimulator extension straight wire conductor was broken in the body. Analysis of the second extension (s/n (B)(4)) found the stimulator extension straight wire conductor was broken in the body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 64002, serial # unknown, product type adapter. Correction: upon receipt of the devices for analysis. (B)(4).